Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequent death which is alleged to have been caused by the product used for dialysis treatment.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related MFR # 1225714-2015-07519 and MFR # 1225714-2015-07520.